Manufacturer narrative:
Describe event or problem: updated. Bsc ID# (B)(4) / tw# (B)(4).

Event description:
This case was reported in duplicate as MFR report#: 2134265-2017-05717.

Manufacturer narrative:
Date of birth: (B)(6).(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. During a percutaneous transluminal angioplasty procedure the ranger balloon failed to deflate. The balloon was puncture percutaneously to deflate. No patient complications were reported. This product is only ous approved but is similar to an approved us device.